Event description:
The customer reported that the device was not recognizing the therapy cable and they could not get a pads ECG waveform. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device was not recognizing the therapy cable and they could not get a pads ECG waveform. There was no pt involvement. The device was returned to philips for eval. The reported symptom was reproduced. The problem was isolated to the processor pca. The processor pca was replaced to resolve the symptom. After passing all required testing the device was returned to use.